Event description:
The iab was inserted into the pt in 2003 after heart transplantation. During the morning of the second post-op day, there appeared a blood-leak of the iab. The perfusionist found an automatically stopped iabp with the alert message "blood detected" and during a check of the system, they saw blood inside the connection tube of the iabp. The result from the print out of the alert protocol of the iabp was, that during a pumping there occurred several "leak in the iab-circuit (loss)" alerts, but at no time a "blood detected" alert occurred, although blood was noted inside the connection tube of the iabp. The surgeon who was responsible at the ICU tried to pull the balloon normally out, but he recognized a springy resistance. After that the pt went to the o.r. For operative explantation of the iab. It was not possible to explant the iab. After that a retroperitoneal exploration of the a.iliaca right took place. Doing this, a lot of blood (about 2 liters) was coming out. The site received a tamponade. Tear of the a.iliaca communis right was noted and the aorta was clamped to explant the iab. A short time after this a ventricular fibrillation occurred. The pt died in 2003 and the facility is attributing the pt's death to the event. It was reported the iab would not be returned to datascope at this time. Event complications: iab entrapped-blood loss-tear in artery-expired-rpt'd 2003. Pt's current status: expired-rpt'd 2003.